Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called to report that the sensor cannula appeared to be broken. The customer's blood glucose reading was unknown. The caller stated that it seemed like the other part of the cannula was in her son's body. The caller performed troubleshooting and was informed to call back if issues persisted. The sensor was replaced and returned.